Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-07342. It was reported, the pt was experiencing her stimulation turning on and off several times in a day. The pt reported, the amplitude settings did not change when the issue occurred, and it was happening when she was sitting still. The pulsing on and off sensation was felt in the hip. The pt reported, she had two sets of x-rays were taken which did not show an anomaly at the ipg connection. The impedances were tested and were within normal limits. Follow up identified the pt was experiencing an overstimulation sensation with the on and off issue. The physician planned to undertake surgical intervention to replace the ipg at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.